Event description:
The facility reports the resident was being transferred from the wheelchair to the bed. As the caregivers were elevating the feet to lift the resident into bed, the lift sling clip detached. The resident's weight then shifted towards the head, which caused the resident to slip out of the sling. The staff attempted to catch the resident and was unable to grab resident's shoulder to brace resdident slightly. The resident landed on the left shoulder, suffering an abrasion, and hit their head on the right leg of the lifter, suffering a lacercation. Resident was transferred to the emergency room where resident received six staples.